Manufacturer narrative:
Section h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. An image was provided. The reported problem could not be confirmed with a visual inspection. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6: health effect - impact code.

Event description:
It was reported that, during a cori assisted tka, when using pca for a patient with 11 degrees varus deformity, the real intelligence cori did not ask to manually define the femoral axis. The procedure was resumed, without any delay, using the same cori console; the plan was made using the CT view and adjustments were made accordingly. No patient injury was reported due to this issue; after surgery, the surgeon stated that the knee was slightly tight in extension, but overall, the result was satisfactory.

Manufacturer narrative:
H10: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. An image was provided. The reported problem could not be confirmed with a visual inspection. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that the lot, serial number or part number reported in this event is related to a corrective/preventive action. We do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a software requirement that was inadvertently not included. As part of a corrective action a workaround is available and a software update has been released to correct the reported problem. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a cori assisted tka, when using pca for a patient with an 11 degrees varus deformity, the real intelligence cori did not ask to manually define the femoral axis. It is unknown how the procedure was finished, but no delay was reported due to this issue. No patient injury was reported due to this issue.